Event description:
The complainant has reported that a pt underwent a therapeutic placement of a wallflex colonic stent as a bridge to surgery. The wallflex stent had been in place for approx three weeks. During the planned surgical procedure, it was noted that two loops on the distal side of the stent appeared that to be 'almost' perforating the colon. There was no actual perforation at this time. The procedure was completed. There was no report of any complications or ill effects sustained due to the 'almost' perforation. The pt condition is noted as 'ok'.